Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4) - incomplete. The expiration date is not currently available.

Event description:
Implant did not deploy from gun when surgeon pulled on handle. Patient consequence? No. Action taken for procedure: discarded implant. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that a non-conformity was generated. This non-conformance is not relevant to the complaint condition since it concerns a documentation issue. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the mitek complaints system revealed no other complaint of any kind for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Implant did not deploy from gun when surgeon pulled on handle. No patient consequence. Discarded implant. Issue detected during surgery, no delay. Procedure was able to be completed with an alternative device. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.